Event description:
According to the reporter, during a procedure, the two manual staplers were difficult to fire. A new handle and reload were used to resolve the issue. Medtronic's initial evaluation of the incident found that the sheared teeth were visible on the firing rack at site of initial firing post clamp up.

Manufacturer narrative:
D10 concomitant product: egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p4j0877); egiauxl, egiauxl endogia ultra univ xl stapler, (lot #p4l0761); unknown egia su, unknown endo gia sulu, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.